Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual examination of the returned device identified that the hypotube was kinked at various locations along its length. An examination of the crimped stent found that the proximal edge of the stent was bunched. As part of the analysis, the balloon was inflated with no resistance noted and the stent fully deployed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2014. It was reported that stent unable to deploy occurred. The 28x3.5 mm 90% stenosed target lesion containing a lesion bend of between >45 and <90 degree was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. Pre-dilation was performed with a balloon. A 3.50x28mm promus element stent was selected to treat the lesion but the stent could not be released when it reached the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed proximal stent damage.